Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. It ws noted that the patient became septic vegetation was noted on the pacing lead. The implantable pulse generator (ipg) system, was explanted and replaced with a leadless ipg. No further patient complications have been reported as a result of this event.